Event description:
Pt reported 3 infusion sets have "snapped off" near the luer lock connection. Infusion sets were requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.